Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that customer received the following results on the aviva system within 10 minutes: 345 mg/dl and 145 mg/dl. Caller treated customer with normal dose of 44-47 units of novolog 70/30 based on reading of 145 mg/dl. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.